Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, after the mesh leg assemblies were placed in the patient, the physician attempted to remove the sleeves and a portion of each sleeve detached above the tack weld and fell loose inside the patient. Reportedly, the sleeves had not been cut or torn prior to the breakage. The physician removed the leg assemblies from the patient in order to access the detached sleeve pieces. Retractors were used to enable the physician to visually locate the pieces, which were both successfully removed from the patient with trawlers. The procedure was completed with another uphold vaginal support system, with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.